Event description:
The patient claimed that the ok buttons required several presses to activate the desired pump functions. The keypad is reportedly intact. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
The pump has been returned to animas for evaluation with the following findings: keypad is intact with no visible damage. "Contrast"/"up" buttons responds intermittently to user input. "Down"/"ok" buttons are responsive to user input. Contamination seen under all buttons. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.